Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Customer reported duramatrix suturable was used on a patient during a suboccipital craniotomy procedure on (B)(6) 2023. Customer stated adherus was utilized during the original proceudre. A post-op csf leak repair was done on (B)(6) 2023. It was noted during the revision surgery to repair the leak, the graft had a tear in the middle of it. Patient status and patient information was requested but not provided.

Manufacturer narrative:
Additional quality control testing of devices retained by the manufacturer showed the product met acceptance criteria for thermal transition and stuture pull out strength. It is expected the product performed as expected. Further trend analysis by clinical affairs and quality assurance concluded there is no identifiable trend and the rate of complaints does not exceed market standards.